Event description:
Clinic notes dated (B)(4) 2014 reported that the patient has a ¿history of seizure disorder as well as cardiac condition with history of wpw syndrome.¿ attempts for additional information on the cardiac condition and relationship to vns have been unsuccessful to date.

Event description:
Further review of the event reported revealed that the patient's cardiac condition is unrelated to vns. The cardiac condition is in reference to the wpw (wolff-parkinson-white) syndrome which is a congenital condition that results in tachycardia. Based on this information, the patient's cardiac condition is unrelated to vns therapy or surgery.